Manufacturer narrative:
The referenced recurrent sternal abscess and (B)(6) driveline infection since (B)(6) was reported under medwatch MFR report #2916596-2018-05550. The referenced driveline incision and drainage (I&d) on (B)(6) 2018 was reported under medwatch MFR report # (B)(4). The referenced sternal and pump pocked incision and drainage (I&d) on (B)(6) 2018 was reported under medwatch MFR report # (B)(4). Approximate age of device ¿ 7 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that during admission beginning on (B)(6) 2018, patient was found to have fungal infection and thrombus of the lvad cannula. The patient underwent pump exchange on (B)(6) 2018. It was reported that the patient reported to the emergency department on (B)(6) 2018 with shortness of breath and was admitted. The patient reported being noncompliant with current anticoagulation orders on presentation to emergency department. The patient stated they were taking warfarin but not the dose ordered, as the patient deemed it ¿excessive.¿ echocardiogram (echo) performed that day found the aortic valve opened with every heartbeat, mild mitral and aortic regurgitation, and normal left ventricle filling pressure. The right ventricle (rv) systolic function was moderately depressed. On (B)(6) 2018, low flow alarms were noted and the patient¿s creatinine was 1.6; both improved with hydration. Right heart catheterization (rhc) on (B)(6) 2018 found normal filling pressures. On (B)(6) 2018 outflow cannula thrombus was noted on CT angiogram of the chest. On admission lvad speed was 9000 rpm and was increased on (B)(6) 2018 to 9200 rpm. On (B)(6) 2018, blood cultures were found positive for candida. It was reported that the patient had recurrent sternal abscess and (B)(6) driveline infection since (B)(6). The patient had previous driveline incision and drainage (I&d) on (B)(6) 2018 and (B)(6) 2018 along with a sternal and pump pocked I&d on (B)(6) 2018. The patient was reported as currently receiving micafungin and cefazolin. Transesophageal echocardiography (tee) on (B)(6) 2018 showed no active endocarditis. The patient underwent pump exchange on (B)(6) 2018 from heartmate ii to heartmate 3.

Manufacturer narrative:
Investigation summary: analysis of the submitted log file confirmed frequent low flow hazard alarms on 19nov2018; however, a specific cause for this finding could not be conclusively determined through this evaluation. A direct correlation between heartmate ii lvas, serial number (B)(6) and the reported thrombus and pump pocket infection could not be conclusively established through this evaluation. The submitted log file contains data from 08:36:56 through 11:58:20 on 19nov2018. Nearly constant low flow hazard alarms were captured for the majority of the file (234 total alarms). Estimated flow was captured at 2.4 lpm for these events. Overall, power ranged from 3.9-4.2 w, estimated flow ranged from 2.4-2.9 lpm, and average pi was between 3.3 and 4.2. The fixed speed was set to 9000 rpm and the pump speed did not drop below the low speed limit of 8000 rpm for the duration of the file. No additional atypical events were captured. The account communicated that the low flow alarms improved with hydration. The patient¿s creatinine was 1.6 and it also improved with hydration. The patient was admitted on (B)(6) 2018, the low flow alarms were noted on (B)(6) 2018, and an outflow cannula thrombus 48mm x 8mm was noted on a cta chest on (B)(6) 2018. The patient reported being noncompliant with current anticoagulation orders on presentation to ed on (B)(6) 2018. The patient stated warfarin was being taken but not the dose ordered, as the patient deemed it ¿excessive¿. An echo was performed that showed left ventricle ejection fraction as severely depressed. Left ventricular relaxation was impaired and left ventricle filling pressure was normal. Right ventricle systolic function was moderately depressed. The account also reported previous infections that were investigated under (B)(4), (B)(4) (event date: (B)(6) 2018), (B)(4) (B)(4), (B)(4) (event date: (B)(6) 2018), and (B)(4), (B)(4) (event date: (B)(6) 2018). The patient underwent a pump exchange to an hm3 pump on (B)(6) 2018 due to the reported pump pocket infection and the reported clot in the outflow graft. It was reported that heartmate ii lvas, serial number (B)(6) is not available for evaluation. The hmii lvas IFU lists infection and device thrombosis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This IFU and the hmii lvas patient handbook also provide information regarding how to prevent infection. The IFU contains information regarding the recommended anticoagulation therapy and inr range and outlines indications of pump thrombosis, as well as how to respond to such events. The IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This document also explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, result in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated. The IFU outlines all system controller alarms (including low flow hazard alarms), as well as how to respond to such events. Ni further information was provided. The manufacturer is closing the file on the event.

Event description:
Additional information: it was reported that the patient¿s pump exchange on (B)(6) 2018 was in response to a pump pocket infection.